Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead displayed loss of capture due to dislodgement. The lead was repositioned one day post implant. No other adverse patient effect were reported.